Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that during the daily opcheck, this unit reported the following test problems: pacing test failure, therapy knob failure, bp needs cal.